Manufacturer narrative:
Device evaluated by MFR: returned product consisted of spiroflex thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for use during a thrombectomy procedure in the coronary artery. Aspiration was performed for a short time when the system continued to get the "check saline supply" error. The catheter was re-installed multiple times and continued to get the same error. The procedure was completed with unspecified balloons and stents. There were no patient complications reported and the patient status is normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for use during a thrombectomy procedure in the coronary artery. Aspiration was performed for a short time when the system continued to get the "check saline supply" error. The catheter was re-installed multiple times and continued to get the same error. The procedure was completed with unspecified balloons and stents. There were no patient complications reported and the patient status is normal.